Event description:
Customer reported, the system is mixing up images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and formatted the hard drive, flashed the nodes on the srv, ffb and xrc boards, and reloaded software and calibration files. System operates as intended.